Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred.

Event description:
It is reported that a patient was experiencing pain. Subsequently, the patient underwent a hip revision due to a fractured liner.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: cer bioloxd option hd 36 mm lot#638580 item#650-1057; cer option type 1 tpr sleve +3 lot#816140 item#650-1067. The reported event could be confirmed based on photographs received. No product was returned. The review of the photographs provided indicates the fracture occurred in the locking groove, at the thinnest cross-section of the liner. It also reveal there was significant wear that occurred near the rim of the liner on the opposite side of the high-wall. Device history record  (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Unable to perform a compatibility check based on provided information. A definitive root cause for the reported event could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.